Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2008, product type: accessory; product ID neu_unknown_cath, serial# (B)(4), product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) regarding a (B)(6) male patient who was receiving hydromorphone 15mg/ml at 6.487 mg/day and prialt 7.5mcg/ml at 3.2435 mcg/day via an implantable pump for spinal pain. On (B)(6) 2015, the pump was explanted. On (B)(6) 2015, the low reservoir alarm occurred. On (B)(6) 2015, the empty reservoir alarm occurred. On (B)(6) 2015, the low reservoir alarm occurred again. On (B)(6) 2015, the empty reservoir alarm occurred. On (B)(6) 2015, elective replacement indicator occurred (eri). On (B)(6) 2015, low battery reset occurred and the pump was in safe state. The pump was stopped using the stop pump code. This was done at the patient's request as the explanted pump was continuing to alarm and was audible in her home. The patient had been given her explanted pump after surgery. No patient symptoms occurred as the pump was explanted. If additional information becomes available, a follow-up report will be submitted.